Event description:
During epidural placement, md unable to connect cle catheter. Catheter would not seat properly into the 19g stingray catheter connector supplied in cle tray. Three other bd continuous epidural trays, lot #b01g046d, also had faulty stingray connectors. Distro came to l&d on sunday (B)(4) to collect other trays with same lot number, opened one more to determine patency of connector, found the same result. All trays with that lot number removed, replaced with trays with the same lot number but tested the connector and found to be patent. (B)(4).